Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a meniscus repair surgery had been performed on (B)(6) 2021 using a fast-fix 360 curved, the patient experienced an infection in the left knee. It is unknown how this adverse event was solved. Current health status of patient is also unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device and sterilization records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the requested clinical documentation has not been provided. Based on the limited information, a thorough medical assessment could not be performed; therefore, we are unable to conclude on specific factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time.